Event description:
It was reported that the device will not identify a syringe; and there is an exposed wire on the power cord. No patient involvement or patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was damaged front corner and the right plunger case was cracked. There was invalid syringe size present in the event history log. During the functional testing was unable to determine, could not repeat customer stated problem. The size calibration was in factory specifications and the power cord sent with the pump was damaged. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced size pot as a preventative measure. Customer will have to order a new power cord.